Event description:
It was reported that stent dislodge occurred requiring additional intervention. The target lesion was located in the coronary artery. A non-bsc guide catheter was inserted. Prior to balloon inflation, a 3.00 x 16mm synergy? Xd drug-eluting stent was advanced to treat the lesion, however; the stent came off the balloon and could not be removed. No pressure had been applied to the balloon before the stent detached. An attempt was made to snare the stent, but this was unsuccessful, and the stent was ultimately deployed into the left main coronary artery. The procedure was completed. There were no patient complications reported and the patient fully recovered.